Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and location of the bleeding could not be confirmed, investigation results suggest/indicate procedural factors (possible perforation by the pacing lead), in addition to patient factors (female gender, advanced age, small body weight, sov obliteration) may have caused or contributed to the bleeding and subsequent pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed with 2ml less than nominal volume. Post valve deployment, paravalvular leak (pvl) was mild and the patient hemodynamics were stable. Following the withdrawal of the esheath, the access site was closed. Upon extubation, tee showed mild pericardial effusion. The blood pressure was 80/30 mmhg. Catecholamine was administered. No left ventricle perforation was confirmed with fluoroscopy. No rupture was observed. The patient was opened and surgical drainage was performed. Approximately 300ml of fluid was removed and the hemodynamics stabilized. Catecholamine administration was stopped. The blood pressure remained at 80/30 mmhg. The decision was made to monitor the patient with intubation, sedation and blood pressure control. The valve remains implanted in the patient. The native annular diameter measured 19.7mm by tee. Moderate valvular calcification and mild aortic root calcification was reported. It was speculated that the cause of the pericardial effusion was a perforation by the pacing lead; however, the exact bleeding point could not be identified.